Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the distal sheath of the delivery system was entrapped or bent in the moderately calcified, moderately tortuous and 85% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and resulting in the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The noted blood in the stent sheath of the compromised device likely contributed to the noted mechanical jam and the noted activation/deployment failure during return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the superficial femoral artery (sfa) with moderate calcification and moderate tortuosity. A command es guide wire (gw) crossed the target lesion, followed by pre-dilatation with a 5.5x200mm armada balloon dilatation catheter (bdc). Then, the 5.5x200mm supera self expanding stent system (sess) was positioned at the target lesion and the stent was was deployed 30 to 40mm; however, the stent failed to deploy further. The physician continue to turn the thumbwheel; however, the stent would not release any further. Reportedly, the physician had an issue with the thumbwheel [mechanical jam]. Therefore, the sess was removed from the patient. Another 5.5x200mm supera stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.